Event description:
It was reported that log files were sent for review to rule out a clot in the outflow graft. Log file review did not show any unusual events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Section b1: report type corrected section d1: brand name corrected section d4: catalog number and UDI number corrected section: h6 medical device problem code corrected manufacturer's investigation conclusions: the suspected outflow graft clot could not be confirmed through this evaluation. Evaluation of the submitted log files confirmed that no notable events were captured. The pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The hm 3 lvas instructions for use (IFU) lists potential adverse events, including device thrombosis, that may be associated with the use of the hm 3 lvas. This document also lists thromboembolism as a potential late postimplant complication. Furthermore, the IFU provides the recommended anticoagulation regimen, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.